Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, a cracked display window, a broken belt clip slot, minor scratches on the display window and a stained end cap sticker.

Event description:
Customer reported, she was trying to set a bolus and the numbers kept ramping on their own, removed battery, and device alarmed button error. Customer's blood glucose was 251 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer did stated the button have been sluggish for little less then a week. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.